Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication, programmed amount and delivery rate unknown) in the hematology/ oncology department. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported under infusion which was not reproduced. An event history log review was not performed due to the reported problem being a failure without logical activities or recorded events that would confirm the problem or identify the direct cause of the event. The device passed all flow rate testing and was found to operate as designed. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.